Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 2 first three trays were not detected. A field service engineer (fse) replaced retractor band and reboot the station still trays were not detected. Tray a had a light emitting diode light and appeared to have caused the issue due to a spill or contamination. Tray a was removed and replaced, and any contamination remaining below the drawer was cleaned. All drawers and trays were detected and functioning properly. The system functioned as intended after the field service engineer repaired the device.